Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during warm up. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter stale stop command. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of the device displaying new sensor during warm up is reportable based on the finding of the early sensor expiration. No injury or medical intervention was reported.